Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set detached from the quick separator. The customer had two infusion sets which had same problem. As per the investigation performed on the returned used devices, tubing's were detached from the tubing connector (missing glue). No further information available.